Event description:
The head section of the dual articulating crank fowler disengaged during surgery. The date of the initial alleged event was attributed by the user-facility as a (user) adjustment issue. It was reported that a subsequent event occurred 4 months later, a minor patient injury was reorted for first event. No patient injury was reported for the second event.